Manufacturer narrative:
Results: one loose sample was returned for evaluation. The syringe was returned with the shield securely attached to the barrel. The returned syringe was examined and no defects were observed on any part of the sample. As previously reported, a review of the device history record revealed no irregularities during the manufacture of the reported lot # 6165560. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: it is unknown if a sample will be returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6165560. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. UDI #: (B)(4).

Event description:
It was reported that when a consumer opened a poly bag containing 30 g x 8 mm 1cc bd¿ ultra-fine ii¿ (short) self-contained insulin syringes for use with u-100 insulin, one of the syringes was missing its safety cap and the consumer suffered a clean needle stick injury. There was no report of medical intervention.